Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of the returned portion of the driveline (dl) confirmed wire damage that would have contributed to the reported low-speed events that were captured in the submitted log file. The submitted log file contained data from 18jun2019 to 19jun2019. Beginning on 19aug2019 at 9:56 am, multiple low-speed hazards and low flow events occurred while the patient was connected to the power module during these events. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Towards the end of the log file, the patient connected to batteries and the pump was operating as expected. A distal end driveline repair was performed on (B)(6) 2019 and approximately 16.5" segment of driveline replaced by technical services was returned for evaluation. The dl was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon the removal of the outer silicone jacket, the bionate layer, and the metal braided shield, visual inspection of the driveline¿s wires revealed that there was a breach to the insulation of the yellow wire found approximately 0.5¿ from the metal connector, exposing the inner conductors. The yellow wire redundantly supports motor phase 1. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the yellow wire contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused in the low flow and low-speed events captured on the submitted log file the heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusions: the evaluation of the returned portion of the driveline (dl) confirmed wire damage that would have contributed to the reported low-speed events that were captured in the submitted log file. The submitted log file contained data from (B)(6) 2019. Beginning on (B)(6) 2019 at 9:56 am, multiple low-speed hazards and low flow events occurred while the patient was connected to the power module during these events. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Towards the end of the log file, the patient connected to batteries and the pump was operating as expected. A distal end driveline repair was performed on (B)(6) 2019 and approximately 16.5" segment of driveline replaced by technical services was returned for evaluation. The dl was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon the removal of the outer silicone jacket, the bionate layer, and the metal braided shield, visual inspection of the driveline¿s wires revealed that there was a breach to the insulation of the yellow wire found approximately 0.5¿ from the metal connector, exposing the inner conductors. The yellow wire redundantly supports motor phase 1. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the yellow wire contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused in the low flow and low-speed events captured on the submitted log file the heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The relevant sections of the device history records (documents #(B)(4)) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2012 via customer order (B)(4). No further information was provided. The patient remains ongoing with the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 5 years and 10 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that during a routine outpatient visit, the patient was connected to a power module. The vad coordinator noticed that the device was not able to maintain the fixed speed while connected to the power module. The patient was switched back to batteries and the speed went back to normal. The external portion of the percutaneous lead was replaced on (B)(6) 2019, but the issue did not resolve. The healthcare providers decided against performing a pump exchange and the patient was discharged with an ungrounded patient cable. No further information was provided.